Event description:
It was reported: "the customer reported through our distributor assoc ((B)(4)) the breakage of the item involved. No adverse consequences reported by the customer. The surgeon completed the procedure without any delay in time."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.